Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 35, pump error 37 or failed battery test noted. Power management tool confirms the unloaded voltage and loaded voltage are within specification. The device was received with corroded electronic assemblies. The motor was tested outside device and passed. The device was received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, cracked case, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed three times with the drive count/time values or changes incorrect for moving or coasting (too slow or too fast) error. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer was not able to rewind the pump. Troubleshooting did not resolve the issue. The customer got a broken force sensor was detected during seating or regular delivery alarm and then a failed battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.